Event description:
Customer reported that the v series monitor shuts down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Customer will receive a replacement v series monitor.